Event description:
It was reported int he paper entitled "very high acute pacing thresholds during atrial leadless pacemaker implantation: feasibility of a current-of-injury-guided release strategy" that a patient's leadless pacemaker (lp) exhibited high capture threshold and r-wave sensing threshold variation during implant. No further information was available.